Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient's (pt) devices were supposed to last for 5-10 years but theirs had only lasted for 3 years. No pt symptoms reported. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the healthcare provider (hcp) implanted the second implantable nuerostimulator (ins) deeper than the first but she passed out and fell and it shifted again. This was the reason the second ins was replaced. Patient indicated she was diagnosed with meniere¿s disease in 2006 which was prior to the implanted interstim system. She got dizzy and it affected her equilibrium which was why she fell. There were no further complications that have been reported as a result of this event. Refer mfg reported #3004209178-2016-01719 for 1st ins shifted.